Event description:
In 2009, a filter was implanted without incident. Two days later, the pt was walking at the hospital, lost consciousness and fell. The pt subsequently complained of chest pain. An EKG detected an arrythmia and a subsequent kub determined that the filter had migrated to the heart. The filter was successfully removed in a surgical procedure. The pt is stable and doing well.

Manufacturer narrative:
The device is not available for eval; the filter was removed, however, has not been returned to the u.s. Importer or manufacturer for eval. No thorough investigation is possible. A review of the manufacturing records shows the lot of filters complied with specifications. No other similar complaints were reported to the manufacturer for this lot of vena cava filters, sold since june 2009.